Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device door roller was broken. The device was returned to the biomedical dept for a report of "the pump fell down while the nurse was moving it." No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing, it was noted that the device door roller was broken. No additional information was provided.